Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 22 days post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with another mitral bioprosthetic valve of the same size for unknown reasons. No additional adverse patient effects were reported.